Event description:
Treatment of an unruptured aneurysm. On (B)(6) 2013, the patient underwent pipeline embolization treatment. During the procedure, it was reported that the pipeline (4.75mm x 25mm) did not fully open to oppose the vessel wall as it was advanced out of the microcatheter. The pipeline was removed from the patient and another pipeline was implanted without issues. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The pipeline involved in the event has not been returned for evaluation. (B)(4).